Manufacturer narrative:
This report is being amended to reflect changes. Updated information received via returned explanted product. Visual inspection of the returned tibial plate identifies scuff marks on the proximal surface. Foreign material is also present within the stemmed portion of the plate. Dimensions were found conforming to print specifications where measured. A product history search revealed no additional complaints against the related part and lot combination.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unk. Review of primary operative notes confirms pt underwent a right total knee arthroplasty due to osteoarthritis. Trial components found range of motion from 0 to 110 degrees, clocked by the pt's soft tissue with calf in proximity to the thigh. Alignment was anatomic; the knee was well balanced in flexion and extension, neutral patella tracking, with no tibial liftoff. Final implanted components yielded the same result. Revision operative notes confirm pt underwent a revision right knee arthroplasty due to aseptic failure. Pre-operatively the pt presented with gross loosening, subsidence, and increased posterior slope. The tibial component was found to be grossly loose upon examination and was easily explanted. The cortical rim was found to be intact and supportive, but the majority of the proximal tibial surface had been damaged. While a definitive root cause cannot be determined with the info provided, a field action as conducted on 04/19/2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate and confirming the correct technique for cementing the nexgen mis tibial component was followed. FDA recall z-2410-2010 contains the related tibial lot number. The device in question was implanted without a drop-down stem extension prior to the field action.